Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was very difficult to push the stylet past the shock coil of the right ventricular (rv) lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned. A fresh 14-62 gray stylet was able to be fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.